Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device in a whipple operation, the staple line did not hold and subsequently opened up after firing. Suturing was performed as a replacement for the staple line. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d3 (MFR name, street 1), d4 ( UDI #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the image noted there is a hole in what appears to be the staple line. The returned loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functionally, the single-used loading unit (sulu) pushers and interlock were reset. The sulu was loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to test media with acceptable results. The knife cut completely and cleanly and the pushers advanced. The firing knob could be advanced and retracted without any hang-ups. It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device in a whipple procedure, the staple line did not hold and subsequently opened up after firing. Suturing was performed as a replacement for the staple line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.